Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Fluid ingress was also found inside the clamp housing. The unit was sent to livanova deutschland for repair and a loaner unit was shipped to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave an error message and stopped working. The issue occurred when the unit was in service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirmed the reported issue. However, it was found high level of corrosion on the zka control board and on the connector of the light barrier, a broken screw in the metal housing of the motor unit and a damage on the white connector of the zkb board. As troubleshooting, zka and zkb boards, the photo sensor and the rear clamp housing were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. Based on the information provided, it cannot be ruled out that the displayed error message was "arterial clamp is defective" and that the most likely root cause of the reported event can be assigned to fluid ingress in the device due to improper maintenance of the user that damaged the electronic boards and components replaced.